Event description:
Device malfunction: failure to deploy. Symptoms/ae: none. Time of malfunction: during the procedure. It was reported that during a common femoral artery stenting procedure, in a mildly tortuous and calcified lesion, after pre-dilatation, the thumbwheel of the absolute self expanding stent system (sess) could not be turned and the stent could not deploy. There was no partial stent deployment of partial sheath reaction. Although requested, there was no add'l info provided. This is being reported based on the returned product analysis which revealed that the stent was partially exposed.

Manufacturer narrative:
(B)(4) (stent exposure). (B)(4). Eval summary: product performance engineering (ppe) reviewed the incident info and the analysis of the returned product. The sess was returned with dried sticky blood soaked throughout sess lumens both inside and outside, including inside the handle. The handle was in an unlocked position, the rack inside the handle was slightly retracted 5 mm, as the distal outer member was retracted similarly, exposing the distal end of the stent, which would be expected during the initial attempted deployment. There were two major kinks in the inner member braiding and outer member and another kink in the outer, outer member. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. Any pre-existing kink in the shaft would likely have been detected during an instruction for use (IFU) directed preparation or inspection of the product. Factors that may contribute to kinks include, but are not limited to, handling during mfg, support during preparation, support during advancement to the target lesion, or tortuosity. During manufacturing all sess are 100% visually inspected for shaft damage prior to loading into the dispenser coil. A review of the finished product's lot history record (lhr) did not reveal any non-conforming material record (ncmr) associated with this lot. The kinks observed appear to be procedural related. During functional testing, an attempt was made to retract the distal outer sheath but due to the dried thick blood in the ses the thumbwheel would not rotate; therefore, the device could not be tested. Product performance engineering will monitor the incident circumstances. During mfg all sds's are 100% visually inspected for shaft damage prior to loading into the dispenser coil and 100% functionally tested for thumbwheel rotation.